Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastrectomy, surgeon was able to press the green button, but was not able to squeeze the handle. The device did not fire. They attempted to fire the device twice.